Event description:
It was reported that the pt is scheduled for revision surgery in (B)(6) 2013. The pt has been experiencing problems with her hip for a long time. Also, tumors have been found in her hip so surgeon has decided to revise. The pt, pt is experiencing pain, numbness and balance is off.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.